Event description:
Co received a medwatch 3500a from which provided three possible lot numbers for the subject device. This follow-up report includes the co's investigation of the three possible lot numbers.